Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
The insulin pump was received with blank display problem isolated to battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. Unable to verify operating current, unexpected, off no power, low battery, battery out limit or perform any tests due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed multiple times. The patient's blood glucose level was 450 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.